Event description:
Nursing alleged that a patient fell from the bed when the intermediate side rail failed to hold after it was latched. The nurse indicated that both his shoulders and abdomen hit the side rails on both sides of the bed, and most of the patient's weight is in the upper body. The nurse indicated that multiple nurses were attempting to turn the patient, and the intermediate side rail became unlatched and the patient fell from the bed. The patient x-rays and CT scans were negative.

Manufacturer narrative:
The technician inspected the bed and could not duplicate the alleged failure.